Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during initial drain on the home choice (hc). The home patient (hp) was connected. The technical service representative (tsr) asked if the hp noticed anything unusual about the set up and the hp stated the patient line clamp was closed. The hc was primed by the care giver (cg) in the morning so the patient line was most likely not fully prime when the hp connected and started therapy. The tsr had the hp turn the hc off, closed the clamps, and disconnected aseptically. The tsr had the hp cycle power to the hc displayed ¿press go to start¿. The tsr informed the hp they would need to call their registered nurse (rn). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient connected when the line was not complete primed. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿ warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow-up report will be submitted.